Manufacturer narrative:
The insulin pump was received with intermittent buttons due to flattened up arrow dome switch. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device received with cracked case at display window corners. Device was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 158 mg/dl. Troubleshooting was performed. The device was returned for analysis.